Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 02-apr-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("intense pelvic pain") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression") and menorrhagia ("strongly hemorrhagic menstruations"). On an unknown date, the patient experienced allergy to metals ("nickel allergy"). Essure treatment was not changed. At the time of the report, the pelvic pain, depression, menorrhagia and allergy to metals outcome was unknown. The reporter provided no causality assessment for allergy to metals, depression, menorrhagia and pelvic pain with essure. The reporter commented: she was awaiting for removal of essure. Further company follow-up with the regulatory authority is not possible. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.